Event description:
The report received from the field indicated that the patient experienced stent fracture, stent thrombosis, and a pseudoaneurysm related to a distal smart control 7 x 150 stent in the right superficial femoral artery (rsfa) approximately twenty-three months after the index procedure. The patient had two (2) smart control stent implanted in overlapping fashion in the target lesion: a 7 x 150 distally and a 7 x 60 proximally during the index procedure. Ivus was not done. There was no problem noted with the proximal stent. The patient became symptomatic, experiencing severe leg pain and with findings of a pulsatile mass. Of note, the patient is on chronic anticoagulation/coumadin due to a history of left ventricular thrombus as well as aspirin therapy. The target lesion was reported to be: a long segment occlusion of the sfa with an approximately one (1) cm. Long proximal stump. A viabahn stent graft was implanted to treat the stent fracture/thrombosis and pseudoaneurysm in the sfa. The patient did fine after the re-intervention except for a gastro-intestinal (gi) bleed due to anticoagulation.

Manufacturer narrative:
Complaint conclusion: the report received from the field indicated that the patient experienced stent fracture, stent thrombosis, and a pseudoaneurysm related to a distal smart control 7 x 150 stent placed in the right superficial femoral artery (rsfa) approximately twenty-three months previously. The patient had two (2) smart control stents implanted in overlapping fashion in the target lesion: a 7 x 150 distally and a 7 x 60 proximally. There was no problem noted with the proximal stent. Twenty-three months after the index procedure, the patient became symptomatic, experiencing severe leg pain and with findings of a pulsatile mass. Of note, the patient is on chronic anticoagulation/coumadin due to a history of left ventricular thrombus as well as aspirin therapy. The target lesion was reported to be a long segment occlusion of the sfa with an approximately one (1) cm. Long proximal stump. A viabahn stent graft was implanted to treat the stent fracture/thrombosis and pseudoaneurysm in the sfa. The patient did fine after the re-intervention except for a gastro-intestinal (gi) bleed due to anticoagulation. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15062106 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. There are multiple factors that can contribute to stent fracture in the sfa. The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that nitinol stent fractures occurred in cases of multiple stents and overlap related to an abnormal stress area that is created. The cumulative length of the stented segment unequivocally has been identified as the most important determinant for material fatigue and subsequent fracture. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. Most reported fractures included single or discontinuous struts. Although considered to be a rare event complete transection of the stent may cause a perforation and pseudoaneurysm formation. Percutaneous endovascular means are the preferred treatment.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.